Event description:
It was reported that a vns patient had received a high impedance warning during diagnostic testing. The patient's treating vns therapy physician indicated that there were no admissions of trauma or patient manipulation which could have contributed to the reported event and that device diagnostics performed two months prior to the event had confirmed proper device function. X-rays of the patient's device were received by the manufacturer and no anomalies were identified which could have contributed to the high impedance event. The physician indicated that no interventions have been planned as the patient is reportedly still able to perceive stimulation and has been seizure for over a month.

Event description:
Reporter indicated high lead impedance is still occurring with the patient's vns system. The reporter declined to disable the vns. X-rays reviewed previously indicated the lead pin was fully inserted, ruling out a lead pin issue and making a lead fracture more likely. Surgery to replace the vns system is likely, but has not occurred to date.

Event description:
Reporter indicated via a manufacturer's implant card that the patient had vns lead and generator replacement surgery performed on (B)(6) 2013 due to a lead discontinuity. The explanted devices will not be returned from the hospital.

Manufacturer narrative:
The correct date for the high lead impedance has been updated per manufacturer vns programming history.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.